Event description:
On (B)(6) 2013, it was reported that the infusion set tubing was not primed completely after a site change. It was reported that the patient had several high blood glucose (bg) levels. No bg values or signs or symptoms were reported. A review of the pump history indicated that the patient was bolusing but had not changed the site again. The patient had reportedly spoken with a diabetes educator and at that time changed the site and delivered a correction injection based on the pump¿s bolus recommendation. No additional information was provided, and customer technical support was unable to reach the patient to complete troubleshooting. The reported bg excursion does not meet criteria for a serious injury. This complaint is being reported because the alleged prime issue remained unresolved.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.